Manufacturer narrative:
The returned r-pilot file 25mm is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1477099, #1488129 and #1488459). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a r pilot broke during use. The broken piece was not retrieved and was incorporated into the filling.